Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of suspected pump thrombosis cannot be confirmed because (B)(4) is not available for evaluation. Hospital notes were provided which indicated that the patient was admitted on (B)(6) 2013 with complaints of fever and malaise. The patient was clinically stable but had elevated ldh with concern for device thrombosis, and a heparin drip was administered. The patient refused a device exchange or any invasive procedure. The hospital staff decided the best course of action was thrombolysis, and planned to treat the patient with tpa (tissue plasminogen activator) and medication adjustment. Per the device tracking form, the patient expired on (B)(6) 2013; the cause of death was noted to be device thrombosis. The pump was not explanted. A review of thoratec¿s complaint history showed no previous related events were reported for this patient. Thoratec¿s approved labeling lists device thrombosis, hemolysis, and death as adverse events that may be associated with the use of the left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt expired due to device thrombosis. No other info was provided at the time of the event.